Event description:
Caller called to report that two years from having his hernia repaired with bard mesh that he has had intermittent groin pain. On a doctor's appointment (B)(6) 2019 he was suffering from acute, sudden and sharp groin pain with required a shot of fentanyl that did not completely take the pain away and the reporter was out from work for two weeks. Reporter stated that he currently has continuous moderate pain with actively and finds if difficult to walk; has taken several pain relievers and corticosteroids for pain relief to have none of them completely effective. Reporter states that his doctors have no definitive diagnosis for his pain.